Event description:
According to the reporter, during an open partial colectomy procedure, the surgeon claimed the reload cut, but did not staple the full length of the cut line, or the staple line partially unadhered partway down the cut. The stapler approximated about 70% of the bowel, but the remaining 30% was not stapled, leaving the area open with contents leaking. After reviewing the specimen, it appeared more like a tear along the cut line. However, the tear was present on both sides of the reload, meaning both the retained tissue and the removed specimen tissue had splits in the same location. To resolve the issue, the surgeon resected the affected area and re-stapled it. The surgical time was extended by five minutes due to device issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line was incomplete and the bowel leak. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.